Manufacturer narrative:
(B)(4). At this point, the entire stented segment was post-dilated with a 5.0 non-compliant non-abbott balloon via inflation to 18 atm as standard operating procedure. The proximal entry was successfully sealed, however, contrast was noted entering the aneurysm from the distal margin of the aneurysm. Angiography also suggested a possible microperforation of the most distal graftmaster stent covering (4.5x26) since contrast was noted to be exiting from within this stented segment, possibly due to a spicule of calcium from the vessel wall. A second post-dilatation did not completely seal this perforation. Finally, a 4.0x26 rx graftmaster was deployed at 18 atm distally, in an overlapping fashion. The 4.0x26 rx graftmaster was then post-dilated to 17 atm with a 5.0 non-compliant non-abbott balloon, as standard operating procedure. The aneurysm was noted to be completely sealed. There were no procedural complications. Use of these graftmasters reportedly did not cause or contribute to complications or adverse events. No additional information was provided. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): (B)(4). Patient weight: (B)(6). Concomitant medical products: guide wire: extra support, guide catheter: 8fr ar1, sheath: 8 fr. Device: above rated burst pressure(rbp) and indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that a 4.50x26mm graftmaster was then deployed in the lesion with a maximum pressure of 18 atm (atmospheres). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The investigation was unable to determine a conclusive cause for the reported failure to seal and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 4.8x26 rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a giant aneurysm in the proximal to distal right coronary artery. After placing a 8fr unspecified sheath and advancing an 8fr non-abbott guide catheter via femoral access, an attempt was made to cross the aneurysm with an unspecified balance middleweight (bmw) guide wire, however, this wire would only coil up in the aneurysmal segment. Thus, the bmw was exchanged for an unspecified pilot 50 guide wire. The pilot 50 guide wire was difficult to advance past the aneurysmal segment, but ultimately crossed with persistent effort and with the aid of a 0.014 non-abbott exchange catheter. The exchange catheter was further advanced over the pilot 50 to facilitate the exchange of the pilot 50 for a more supportive extra support wire for placement of the graftmaster stents. The following rx graftmaster covered stents were implanted overlapping one another, from distal to proximal, with the following maximum (max) deployment pressures used: a 4.5x26 rx graftmaster was deployed at 18 atmospheres (atm); then, since the aneurysm was noted to be larger than initially anticipated, a 4.8x26 rx graftmaster was deployed at 17 atm, proximally overlapping the 4.5x26. Some flow into the aneurysm at the proximal 4.8x26 stent margin was noted due to leak and due to the aneurysm still being larger than anticipated, it was determined that two additional graftmaster stents were still needed to completely seal the proximal entry into the aneurysm. Thus, a 4.5x19 rx graftmaster was deployed at 18 atm and a 4.0x19 rx graftmaster was deployed at 19 atm.

Manufacturer narrative:
(B)(4).